Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Patient product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins. The patient reported that they have not been able to turn the controller on and haven¿t felt stimulation. The patient was reviewed troubleshooting considerations and advised to call back if plugging the controller into the ac power supply with no battery pack didn't power the controller on. It was reported that it was taking too long to charge the implant. No patient complications have been reported because of this event.